Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified crack opening, delamination, crease fold, wear abrasion, and an opening. Leak test was performed and found delamination on diaphragm valve, and a (crack)opening on the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve, (crack)opening, and also identified a striated(edge) opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure, a (crack)opening on the diaphragm valve due to cracked valve seat diaphragm valve, and a striated(edge) opening on anterior side due to surgical damage.

Event description:
Health professional additionally reported "any creases".

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device has been explanted.